Manufacturer narrative:
Physio-control evaluated the device and duplicated the reported issue. It was determined the cause of the issue was system pcba. The system pcba was replaced though further root cause was unable to be determined. The device passed functional and performance testing and was returned to the customer.

Event description:
Physio-control received a report from the customer of a device blank white screen and that it powered off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement in this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control received a report from the customer of a device blank white screen and that it powered off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement in this event.